Event description:
This device was implanted in a female patient. Because of aesthetic reasons the device was implanted downside up underneath the skinfold of the patients breast. A couple months later the patient complained that the device had migrated and was protruding the skin. Lab results did not reveal an infection. The physician complained that this device cannot be fixated with a suture. The patient will receive a new device since she has unexplained syncope episodes.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. In conclusion, the device was mechanically as expected. The root cause for the observed device migration could not be determined. Should additional relevant information or the device itself become available, the investigation will be updated.